Event description:
Reportedly, the device released the needle from the jaws unexpectedly as the surgeon was suturing. Surgeon retrieved the needle and opened a new device to complete the case. Procedure type: laparoscopic gastric bypass.